Event description:
The customer noticed a smell coming from the power processor sample processing system with generic connection modules and reported that the conveyor belts stopped moving. There was no report of injury. The fire department was not called. The laboratory has a risk management plan.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse confirmed a burnt conveyor interconnect harness and burnt conveyor cables. The fse replaced the harness and the cables to resolve the issue. Internal beckman coulter identifier is (B)(4).